Event description:
The machine detected blood upon startup. Inspection revealed a problem with the valve control board. It has not been used on patients and is awaiting repair.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) blood detection alarm sounds immediately upon startup. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, d9, e2, e3, e4, g2, h3, h6 (type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit and discovered a fault in the valve control board. Given the high cost, the hospital does not plan to switch to a new solenoid control board. The customer was notified that a purchase order (po) is required to proceed with device evaluation/repair. As of (B)(6) 2026, no response or po approval has been received from the customer.due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re-opened and further evaluated as appropriate.